Event description:
Caller states this inform base was reported by the operators to be smoking and melted when the meter was docked. The electrical contacts of the inform base are blackened and the plastic around them is melted. No adverse event reported. Requested return of device, replacement was sent.

Event description:
It was reported that during a realize adjustable band placement, a pre op leak test was performed and no leaks were found. The band was leak test again after it was placed around the stomach and a leak was detected. The surgeon was unable to determine the location of the leak. There were no patient consequences reported. Another band and port were used to complete the procedure.